Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had completed a stroke case and a groin shot was done. They used 8fr angio-seal device. There were no issues with locating or device insertion and setting the anchor but then when they went to pull back to tighten the suture and squash down the collagen plug the whole device came out. Pressure was held on the groin with no issue. They could not see the footplate at the end of the sheath, so they cut it open and found the footplate inside at the tip of the sheath. It either never come out when they inserted the angio-seal, or it somehow went back in when they did the step to set it. There was a small blood loss amount less than 250cc's and it required extra time to hold pressure on the groin. The patient was in stable condition. The procedure was successful.